Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an ablation procedure, with an 8fr sheath. Deployment of the proglide device was uneventful and the patient was discharged home the following day. Reportedly, after arriving at home, the patient experienced numbness in her right foot and returned to the emergency room. A computed tomography confirmed common femoral artery near occlusion with the presence of distal flow [dissection was observed]. The dissection was treated with a balloon angioplasty. Residual dissection was present, but normal flow returned with symptomatic improvement. The patient was hospitalized for three days after return to the emergency room. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effects of dissection, occlusion and numbness are listed in the electronic perclose prostyle instructions for use, as possible adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.